Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient's right ventricular lead exhibited noise and pacing inhibition that lead to an inappropriate ventricular fibrillation diagnosis. No device intervention was performed. The patient had no adverse consequences.

Event description:
New information received notes that the right ventricular lead exhibited noise and pacing inhibition that lead to an inappropriate shock. The lead was removed and replaced. The patient was stable.